Event description:
On (B)(6) 2022, during the surgery, there was deformation of the blade, the patient''s eyes were itchy after surgery, and there was infection. The patient required a second surgery to remedy the infection due to damage to the external tissues, and the subsequent surgery was successful, and the patient status was stable. Adrs report code (B)(4).

Manufacturer narrative:
The device history records, sterility records were reviewed. No nonconforming results were identified. No issues were noted throughout the incoming inspection of components/raw materials, manufacturing, in-process or final inspection processes. No samples or photos were returned for review. A retained sample was available for evaluation. The blade met all current visual requirements. No damage or abnormalities were identified. It was reported the blade was damaged or deformed. It is not clear why the device was utilized for the surgery with the damage reported. The patient presented with itchy eyes, damaged tissue and required a 2nd procedure which was successful. The patient was reported as stable. A report of a dull blade / knife or bent tip occurring during a procedure can be the result of a damaged cutting edge, point or apex on the blade. Damage to the knife / blade has occurred when removing the knife from the protective foam, package or while preparing the knife for the procedure. The blade component edges and points can be damaged very easily if dropped, bumped or come in contact with any hard, rough surface. Without received the actual defective device, receiving sterile samples from the same lot to review/test, receiving photos of the actual defective device or receiving detailed information regarding the method utilized to remove the device from the packaging, preoperative preparation of the device, procedure performed, identification of the infection/culture results, details of the damaged tissue or the surgeon¿s technique, a definitive root cause cannot be determined at this time.